Event description:
The patient reported possible infection. She noted that heavy mucus was coming out of the vaginal area. The patient went to her health care provider and culture was taken. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3889-28, lot# va05ffa, implanted: (B)(6) 2013, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer. (B)(4).